Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient woke up at approximately 12:00 am with soreness and noticed welts forming beneath the insertion site of the current sensor. No medication was taken at the time of the event or prior to seeking medical attention. The patient removed the sensor on the morning of (B)(6), although he could not recall the exact time. He later went alone to an urgent care facility and arrived at approximately 1:17 pm. Upon arrival, he was initially assisted by a receptionist. The patient was unable to identify whether the first healthcare professional who attended to him was a nurse or a physician. During the visit, he was prescribed prednisone, with instructions to take three 10 mg tablets each morning. He began the medication on (B)(6) 2026 and completed the prescribed course on (B)(6) 2026. The patient declined to answer additional questions and instead inquired whether any changes had been made to the dexcom g7 sensor materials that could have caused the reaction. He was advised that no material changes had been made. At the time of reporting, the patient confirmed that the welts had subsided and the soreness had resolved. However, he continued to have red spots at the last three sensor insertion sites, as well as on other areas of his body. There was no documentation of medical intervention. At the time of the report, patient condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).